Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) discussed that the rhythm was detected in the vt-1 zone and was redetected in the vt zone where detection enhancements are not available and a rate only decision was made. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.